Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what about the exceptional breakage of the threads: (in packaging, during removal from packaging, during handling or during use on the patient)? Patient use. Problem has been reported to occur on 2-3 wires per box. Please indicate how many jv1209 have been broken? And how many jv481 have been broken? Honestly, I don't know anymore. Did the event occur during one or more procedures on the patient? Several interventions on different patients. Can you specify the number of procedures? I would say 5 to 10. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent events reported via: 2210968-2022-00599.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, an unusual breakage of the threads was noted. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/7/2022 h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: a packet of product code jv1209 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. The product code is non-needle. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The suture was dispensed without problems from reel and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.